Event description:
It was reported that t:slim x2 pump battery would not charge and later showed power source alert when pump was left connected to power for extended time. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, troubleshooting was completed under related case for battery not charging, and issue was resolved.